Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 151 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer stated that the pump alarmed compromised force sensor system while she was sleeping. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to confirm prime alarm due to motor error alarm. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked reservoir tube noted.